Event description:
It was reported that the patient was having increased charging burden as the ipg was not holding a charge. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. Additional information was received that the ipg was not returned due to device was placed directly into biohazard.

Event description:
It was reported that the patient was having increased charging burden as the ipg was not holding a charge. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively.